Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units ac power cord is frayed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component, investigation conclusions). The service territory manager (stm) that discovered the issue, replaced the power cord (0012-00-1688-22) to resolve the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was released to the customer and cleared for clinical service.